Manufacturer narrative:
The subject device was received and evaluated. Inspection and evaluation of the device found the reported issue of poor image was not able to be duplicated however, further inspection found chipped ¿a-rubber glue¿ and the forceps cover glue was observed to be peeling. In addition, one broken element was observed on the um (ultrasound image) unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during an unknown procedure the device exhibited poor image, got really cloudy. There was no patient harm or impact reported due to the event reported. No user injury reported. Device return evaluation found peeling on the forceps cover glue . This report is being submitted for forceps cover glue peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Further communication with the customer conveyed the following information: issue noticed during eus (endoscopic ultrasound) procedure. Case was able to be completed. No patient injuries.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, considering the manufacturing year of the equipment, there is a possibility of peeling off due to aging and other factors. Or it is assumed that the phenomenon was caused by external force such as strong rubbing on the said part during normal use including the re-process due to long-term use and it is assumed that the image no longer displayed due to the failure of the ccd unit. The failure of the ccd unit is caused by the material deterioration of the ccd sensor due to ultraviolet rays. As stated on the IFU (instruction for use) the user manual states: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.